Manufacturer narrative:
No patient harm was reported by the customer. Invisibility of the glue injection could have caused patient paraplegia the investigation is still ongoing on this event. When the investigation is completed a follow-up will sent to the FDA. (B)(4).

Event description:
Philips received a complaint from the customer in which they stated that they noticed an invisibility of embolization material while acquiring images during embolization exam. No patient harm was reported due to this issue.

Manufacturer narrative:
Philips investigated this complaint, by reviewing the logfile it became clear that when the doctor is preparing his procedure settings the phase 2 duration is set to 0 seconds. In case the phase 2 duration = 0 the phase 1 becomes infinite by design. But the max power calculation still takes the phase_1 duration into account. This means that the tube will become overheated if it is used longer than the phase_1 duration, which is possible if the user doesn¿t release the exposure pedal. The provided log files have been analyzed by our product designer and it was found that the tube became overheated due to the programmed sequences and to the exposure pedal not being released. The programmed sequences consist of three phases. The programmed sequences phases were: the 4 seconds 3 fps (frames per second), 0 seconds 2 fps and 5 seconds 1 fps. The maximum pulse power is calculated for the programmed sequence. In case the phase 2 duration is 0, the phase 1 becomes infinite. This means that the tube will become overheated if it is used longer than the phase 1 duration and the exposure pedal is not released. The tube overheating can be avoided by programming a longer phase 1 duration time or as required in this case by defining a phase 2 duration. The product designer advises to have an application specialist of philips on site to discuss this finding as well as possible improvements to the work-flow, where needed. The customer can adjust the programmed sequence phases. The system did not malfunction the settings were changed whereby the tube can get overloaded when the signs are ignored. The application specialist has gone on site and made the following adjustments: set all three phases to the same frame rate. Lengthened the run durations for all three phases to 8 seconds. Lowered power factor for 3, 4, and 6 fps programs.